Event description:
From anesthesia provider: I intubated a patient with 5.0 mallinckrodt laser oral tracheal dual cuffed tube 5 mm ID for the purpose of airway surgery. Both proximal and distal cuffs were filled with normal saline. At the end of the case, I was unable to pull out mallinckrodt tube due to significant resistance while both external cuffs were completely deflated. Examination of vocal cords with gladescope 3 revealed proximal cuff still filled with saline and wedged against the cord thereby preventing safe extubation. We performed a puncture of the cuff with surgical micro-scissors under direct laryngoscopy. After successful proximal tracheal cuff perforation, we discovered that the distal tracheal cuff was also failed to deflate and was punctured in a similar fashion. Then I utilized the tube exchanger, so mallinckrodt tube was safely removed without resistance and exchanged with parker's endo tracheal tube (ett) # 6. When the patient met extubating criteria, I removed parker's ett without any problems. The rest of the patient's course was uneventful. There was no damage or airway consequences due to the event described. There are case reports published about the similar events all with laser tubes. The failure to deflate the cuff was related to the thermal damage of the tubing that is transferring saline from the external cuff to the tracheal one. From op report: there was concern called to my attention by the anesthesia team that there was resistance on deflating the balloons for the endotracheal tube. I checked it myself also and there was indeed resistance from the balloons on the endotracheal tube. The balloons were checked again, and I try to evacuate with additional syringes but appeared to be still not evacuating the water. In combination with the anesthesia team we made a plan for safe extubation of the patient. We had available a tube transfer stylet, and a glide scope. The plan was to take the dedo laryngoscope which I would place into the laryngeal cavity and directly view the endotracheal tube to confirm that the balloons were indeed still inflated. If they were inflated, I would open the balloon by using a micro scissors. This was done the table was turned I inserted the dedo laryngoscope and suspended it. I was able to view that the top balloon was still inflated with saline. I brought in a phono surgery micro scissors. I cut the top balloon. Moderate amount of saline with bubbles in it came out. The endotracheal tube was then gently advanced until we could see the 2nd balloon. The 2nd balloon was also still inflated with saline. Once the balloon was in direct view, I used the micro scissors to cut the 2nd balloon and again there was fluid that came out. Suction was used to evacuate the fluid that had come out of the saline balloons because we punctured it superiorly rather than inferiorly, we felt that there was no danger to the airway below because of the information below this, and nor from the fluid from the balloons. Once we were able to visually confirm that the balloons were both deflated the endotracheal tube was then tague managed by the anesthesia service who passed the tube transfer stylet through the endotracheal tube. The endotracheal tube was withdrawn with the transfer a bougie in place and my dedo laryngoscope still in place. Next a normal endotracheal tube was passed over the tube transfer bougie/ stylet into the patient's airway. Once this was certain to be placed in the appropriate area again this was done under direct vision, the dedo laryngoscope was gently withdrawn while the endotracheal tube was left in place. The patient then had the endotracheal tube secured. There was no danger to the patient's airway at all during this time which was confirmed under direct vision via the dedo laryngoscope as indicated earlier. Because of the extra airway manipulation and the pate at the late nose of the hour and the patient has history of copd we elected to observe the patient overnight. This was done as a precaution. No new medical concerns were identified other than as discussed above.